Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had broken battery terminals from corrosion, a missing knob and a tear in its lament screen cover. The generator was returned for service. There was no patient involvement.